Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per (B)(4), service entitlement not executed. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 12/16/2021, it was reported by a facility representative via sems that an ar-9676 reamer and an ar-9297-25 reamer sleeve got stuck. This was discovered during tsa procedure on (B)(6) 2021.